Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After the jupiter guidewire was crossed the lesion, a 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during the first inflation after reaching the nominal pressure, the balloon ruptured. The device was replaced with another 2x150 coyote balloon catheter. Another 3mm x 40mm x 146cm coyote es was advanced to dilate the proximal side of the lesion, but the balloon also ruptured on the first inflation after reaching the nominal pressure. The device was removed, and the procedure was completed with a non-boston scientific balloon. No patient complications were reported, and the patient condition was good after the procedure.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center.